Event description:
It was reported that the bd alaris pump module smartsite infusion set had air in line. The following information was provided by the initial reporter: while priming clear IV tubing with d10 for a new admit, they noticed that air kept appearing in the tubing, especially near the y-ports. Multiple rns all witnessed to this event. They are able to successfully get the air out of the tubing by flushing it several times and using a syringe at the y-ports to pull off extra air that kept accumulating.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of accumulating air in line could not be verified due to the product not being returned for failure investigation. The root cause for the issue could not be determined without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.